Event description:
The facility reports the staff member raised the lift to remove the resident from the bath. The staff left the chair in an elevated position to dry the resident and dress their lower body. The staff member turned to get the resident's socks, heard the resident exclaim, turned, and saw the resident lying on the floor with the lift.